Event description:
It was reported that this patient received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) system. Upon episode review, it was determined that the inappropriate therapy was delivered due to over-sensed myopotential artifacts. The physician initially decided to surgically reposition the s-ICD electrode, but later decided to explant. A new s-ICD electrode was subsequently implanted to resolve the event and the myopotential noise was no longer present. The patient was stable with no additional adverse effects. This explanted electrode is expected to be returned for analysis, but has not yet been received.